Manufacturer narrative:
Based on the completed investigation, the reported event was likely caused by a damaged universal plug (u plug). The root cause could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During device evaluation, noise was observed on the bronchovideoscope display. There were no reports of patient involvement.